Event description:
Reportedly, "the balloon inflated with the appropriate amount of sterile normal saline, however it would not deflate properly to allow multiple usage. Balloon rupture required otherwise unnecessary passage of secondary embolectomy catheters." No patient injury was reported.

Event description:
User stated that while he was going down a ramp at his home residence in his wheelchair without warning the left caster fork and wheel fell completely off. Immediately following the first event, the right caster wheel fell off and this caused him to fall out of the chair. The user received injuries to both shoulders with the left shoulder being extremely painful. MRI and medical attention was needed but no medical information provided as to the extent of the injuries.

Manufacturer narrative:
Evaluation summary: the reported defect was confirmed. Although the reported defect was confirmed, there is no evidence of a manufacturing defect. The evaluation included visually examine and note any observed abnormalities such as damaged, incorrect or missing components; contamination; or improper labeling. Visually inspect the balloon and balloon windings/bonds for indication of damage or abnormality. The catheter was found to have the proximal windings pulled distal on the catheter tip. This condition may trap fluid inside the latex and slow deflation of the balloon. The distal and proximal windings are in good condition even though the proximal windings have been pulled distal about 8mm. There are no missing components. The catheter body and hub were found to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution.